Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Initial reporter city: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of band unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus region during an endoscopic variceal ligation procedure performed on (B)(6) 2025, for the treatment of esophageal variceal bleeding. During the procedure, the band could not be deployed normally. Despite multiple attempts to adjust the ligation site, it still could not be deployed. Upon removal of the device, the band was found to be disordered and twisted. It was noted that the band still could not be deployed outside the patient's body. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Initial reporter city: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with five bands on it. Two were damaged, and another one overlapped. The handle does not have evidence that the trip wire was secured, and the trip wire slack was not taken up. Additionally, several teeth were damaged. The customer provided a picture where it was possible to observe a ligator housing with several teeth damaged and two bands overlapped. No other problems with the device were noted. The reported event of band unable to deploy was confirmed. It was determined that the instructions for use (IFU) of the device were not followed since the trip wire was not secured into the handle slot. This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire not work accordingly with the handle when pulling the bands, causing them to get damaged and overlapped. Additionally, the marks on the ligator housing teeth imply that the device might have been used with too much force in order for the teeth to get damaged, or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth get damaged. Based on all gathered information, the probable cause selected is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus region during an endoscopic variceal ligation procedure performed on (B)(6) 2025, for the treatment of esophageal variceal bleeding. During the procedure, the band could not be deployed normally. Despite multiple attempts to adjust the ligation site, it still could not be deployed. Upon removal of the device, the band was found to be disordered and twisted. It was noted that the band still could not be deployed outside the patient's body. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.